Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers received, litigation alleges that the operative report states: "...tapping the tibial components lightly, it was clear that the component was loose, most likely at the bone-cement interface. We therefore removed the femoral component...posterior stable component...removed the tibial component, which lifted up quite easily out of a well-fixed cement mantle..." The palacos cement (zimmer) had not affixed to the tibial component.